Event description:
Information was received from multiple sources (manufacturer representative, distributor, user facility) regarding a inserter used for spinal therapy. It was reported that, prior to patient use, a tc inserter was unable to ¿let go¿ of the implant during normal technique to attach the implant. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): part # 5200-1001, lot # y210906 visual and optical inspection confirmed the retaining tip of the inserter is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.